Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-09-05. It was reported it was unknown what actio ns/interventions would be performed to resolve the high impedances. The cause was unknown and the issue had not been resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient had high impedances. The high impedances were noted about 2 months prior to date of report. The manufacturer representative (rep) was seeing the patient to check impedances and for possible reprogramming. The rep checked the lead impedances with the clinician tablet programmer. The issue was not resolved. No patient symptoms were reported. No further complications were reported/anticipated.